Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after being walked through a pump reset by cts and did not encounter the cgm error again.